Manufacturer narrative:
Alleged failure: during a laparoscopy, customer was using wise wireless transmitter to carry signal to two wise monitors and both monitors went pixelated with a green hue. To address the issue, a tech hardwired to one monitor to regain signal integrity. There was a bile duct injury reported during the case, but it is unclear if this was caused by the malfunction of the wise transmitter or if this even occurred while the monitors were down. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be transmitter failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was an injury to the patients bile duct.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was an injury to the patients bile duct.